Event description:
A ventilator was returned to the manufacturer for service. There was an allegation the patient desaturated, but no injury was reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's flow sensor assembly was found to be contaminated. The oxygen blending module flow element assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module flow element assembly was replaced to address a "service required" alarm condition. The component was not replaced for this issue. The device's flow sensor assembly was cleaned of dust and dirt to address the issue.